Event description:
It was reported that the patient never had therapeutic effect. There was no known accident or incident related to the event. The patient had a rash on the outside and front of vagina since implant. The patient had taken 2 sets of medication for a yeast infection and had used various over the counter products including nystop, diaper rash ointment, and gold bond baby powder, but nothing had resolved the issue. The patient was wondering if they were allergic to their urine as when they put the ointment on it, they got all over the pad they had to use and then the pad didn¿t absorb the urine. It had become so irritated that there was bleeding. The patient was on program 4 at 4.6v and stimulation was on. The patient¿s health care provider (hcp) did not provide any direction for the therapy and told the patient they only implanted the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0qvg6, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).